Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: turp. Pt gender: unk. According to the rptr: the client reports that the balloon burst during utilization. There is no report of pieces falling into the cavity or impacting the pt, extension of operating room time. No additional info available at this time.